Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that there were no symptoms related to the recharge burden. The patient¿s average amplitude had been at 3.4 prior to adaptive stimulation. Now the average was 4.4 but the mobile amplitude was 5.4 and 4.1, therefore would increase the recharge burden. The action taken to resolve the recharge burden was the patient had the adaptive stimulation activated on (B)(6) 2018. The recharge burden had been resolved. The patient stated that they were spoiled early on not needing to charge every day, but now they have a routine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a recharging burden generator. It was reported that the patient was needing to recharge the generator every day. Prior to (B)(6) 2018, it was every 3 to 4 days. Relevant medical history includes spinal pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s recharge burden was secondary to programming and increasing the amplitude as needed. It was noted there was no device issue. No further complications were reported/anticipated.